Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced discomfort at the ipg pocket site. In turn, surgical intervention occurred on (B)(6) 2022 wherein the ipg was repositioned and relocated to the left side to address the issue.